Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002167 number, and no internal action elated to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the tip partially separated issue occurred. It was reported that during the preparation of cleaning products and when puncture was performed, the vizigo¿ sheath did not pass through the blood vessel. The tip of the sheath was rolled up/ slightly curled up, causing a small gap between the sheath and dilator. The puncture site was incised but could not be inserted. Probably due to repeated attempts to insert the sheath, the tip of the sheath seemed to peel off slightly, causing a gap with the dilator, so the sheath was replaced. It was replaced with the agilis s-curve and it passed through. The procedure was completed without patient consequence. The resistance was against vasculature. The physician felt the resistance when he was trying to insert the sheath into the puncture site. The dilator was able to move within the sheath. The catheter nor the needle were not inserted into the sheath. The soft tip was not buckled or wrinkled. There was no internal sheath mechanism exposed. The tip was not rough nor non-slippery. The tip partially separated issue is MDR reportable to the FDA.